Event description:
Received call from patient who reported suspected band leak. Patient has been under the care of another doctor for the past 6-8 months. Patient reports feeling lack of satiety for the last 18-20 months and has been putting on weight. Patient reported that current doctor conduct barium swallow test. Patient was advised that there is a leak in the band. Patient is yet to be scheduled for band replacement surgery. Allergan sales manager follow-up with doctor. Follow-up findings: patient obtained x-rays and has not been back to surgeon who ordered them. Patient was implanted at and has been seen at another facility, so the surgeon has no records on implanted device. Surgeon has not seen the x-rays that were ordered and warned that they have been wrong in the past. Until patient gets back in contact with the surgeon or allergan, we are not able to pursue the investigation further.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis after it is explanted, as well as to indicate the product serial number, date of event, full implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or full implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."